Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that the stsf catheter would not zero. As soon as it was zeroed, the force would jump to 30-40 values. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved and the case continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-jan-2024, there was a hole in the pebax. This was assessed as MDR reportable with an awareness date of 25-jan-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the pebax. Additionally, the rocker arm was detached from the handle. A screening test was performed, and the device was visualized and recognized correctly. No force issues were observed. The event described by the customer could be related to the pebax damage. A manufacturing record evaluation was performed for the finished device 31170749l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The root cause of the handle damage could not be determined as no problems related to manufacturing or assembly techniques were found. The root cause of the pebax condition may be related to the usage of the device; however, this could not be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) ) / component code: sleeve (g04115). Were selected as related to the hole in the pebax.. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the rocker arm that was detached from the handle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).